Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that once the thread was inserted, the device broke when the surgeon removed the efx. The plastic cover on the upper part of the triangle broke. It was difficult to remove the device. There was no patient injury.

Manufacturer narrative:
(B)(4). Corrected MFR report number: the initial MDR report was mistakenly submitted under MFR# 3006425876-2019-00186. The correct MFR# is 3011137372-2019-00145, which is stated on this report.

Event description:
It was reported that once the thread was inserted, the device broke when the surgeon removed the efx. The plastic cover on the upper part of the triangle broke. It was difficult to remove the device. There was no patient injury.